Event description:
It was reported that cardiosave intra aortic balloon pump had turned off while in use. No harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, b5, e1- event site email address, h1- contact person at mfg-site, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion, component, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse powered unit on, unit powered up normally with no faults. Was able to let unit run with no issues. In logs it was recorded that a failure occurred during time of event (failures 111, 112, and 118). Replaced the executive processor board, verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump had turned off while in use. The patient was then transferred to another good unit to avoid patient therapy delay.no harm or injury was reported.